Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of palpitation. Upon examining the pacemaker, it was determined that the device exhibited inappropriate rate increase due to pacemaker mediated tachycardia. The recommended programming changes were completed. The patient reported no further incident.